Event description:
It was reported to philips that the system was shut off during use.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the completion of the procedure, but the customer didn¿t provide the information. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was shut off during use. Upon troubleshooting, the rse found that the hospital lost power, and the ups did not come on. To resolve the reported issue, the power was restored to the hospital and the ups was bypassed. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.